Event description:
Reporter had used patch previously without incident. She used patch today and reported second degree burns and blisters subsequent to use. There was no mention of treatment for the condition, and no medical intervention was sought. Follow-up information has been requested but nothing received to date.